Event description:
After 35 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; however, pacing pulses were delivered in the ventricular channel, which corresponds to a behavior in standby mode. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process; this resulted in a over-consumption and consequently to battery depletion. No similar manufacturing process is used in currently manufactured symphony / rhapsody pacemaker devices. In addition, this device was listed in the advisory notification which was issued on symphony / rhapsody in october 2005.